Manufacturer narrative:
(B)(4). Medical product - vanguard cr lip tibial bearing # 183540 lot # 416260; vanguard cr ilok femur-left # 183032 lot # 378110; biomet arcom ap pat w/wire # 11-150828 lot # 96652. The complaint was confirmed. Photographic review of the tibial plate show that it is fractured at the posterior medial corner and photograph of the bearing shows excessive wear on the surface. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to pain, loosening and complete fracture of the posteriomedial corner of the tibial tray. Attempts have been made and additional information on the reported event is unavailable.